Event description:
After a pulmonary vein isolation procedure was performed, the patient had a cerebral stroke. The patient was unobtrusive during and directly after the procedure. Later that same day, a half sided paralyses was identified. On (B)(4), received additional information requested from bwi representative stating that the patient required an extended hospitalization. The outcome of this adverse event has unchanged. The physician¿s opinion regarding the causality of this adverse event is a possible procedure related.

Manufacturer narrative:
The device has been disposed by the customer. (B)(4).